Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The cause of the event and patient outcome were not reported. The patient was hospitalized for the event and was treated with unspecified antibiotic. No additional information is available.

Manufacturer narrative:
B5: it was reported that the patient was hospitalized five days after event onset and was discharged nine days after hospital admission. The patient was recovered from the cloudy drain event. Should additional relevant information become available, a supplemental report will be submitted.